Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted.

Event description:
Customer called and reported that she had gone to the ICU. No reason was given for the ICU visit. Hcp checked the pump and wants the pump replaced. Nothing further reported.